Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via a healthcare provider (hcp) regarding an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient fell over a door stopper on their buttock while entering a restaurant. As a result of the fall, the patient's symptoms have returned and the ins is flipping inside their body. An impedance check was ran with 0 & 2 0 & 3 over 4000 ohms running at 1.0 amps 210 pulse width (pw). An impedance check was ran again at 2.0 amps 300 pw and was cleared; battery longevity is 0-9 months. An attempt was made to change programs and the patient like c3 the best. The issue was not resolved at the time of the report and surgical intervention is planned, but it hasn't been scheduled yet. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4). The main component of the system and other applicable components are: product ID 3889-28, lot# v948944, implanted: (B)(6) 2012, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a manufacturer¿s representative. It was reported that the patient fell directly on the implant during the previously reported fall. The patient felt that their implant was no longer working the same. It was reported that the patient had used all programs and had no success in symptom relief. It was reported that the system was replaced as a result, the issue was resolved at the time of the report, and the patient was alive with no injury. No further complications were reported.

Manufacturer narrative:
Information references the main component of the system and other applicable components are:product ID 3889-28 lot# v948944 serial# implanted: 2012 (B)(6) explanted: 2018 (B)(6) product type lead product ID 3889-28 lot# v948944 serial# implanted: 2012 (B)(6) explanted: 2018 (B)(6) product type lead: device received, analysis not yet complete. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins), model 3058, serial (B)(4), showed no significant anomalies and passed final functional testing. Due to the nature of the complaint, an impedance test was performed in 0.9% saline solution and good impedances were observed using a clinician programmer. Laboratory functional testing showed good, stable output on the electrode pair the ins had when received. Telemetry was acceptable. Analysis of the lead, model 3889-28, lot # v948944, showed no significant anomalies. Analysis did identify that conductors were crushed in the body of the lead. Conductors #0, 2, and 3 had an intermittent short but electrical testing the continuity was acceptable. Analysis also identified markings on the distal end of the lead (tines folded back) that were consistent with markings made from a tool. If information is provided in the future, a supplemental report will be issued.